Event description:
The event involved a microclave connector where the customer reported that the nurse used the connector to administer the infusion to the patient. During use, it was found that the infusion connector was blocked and the line was obstructed. Then the connector was immediately replaced. There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is not available for evaluation, but a device history review should be conducted. Additional contact information: (B)(6).

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history report (DHR) was reviewed, and no nonconformities were found that would have led to the reported complaint.